Manufacturer narrative:
The customer declined to have their video baton returned for evaluation and disposal. At this time, the cause of the reported issue can not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was no image. The problem was isolated to the baton. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.